Manufacturer narrative:
(B)(4). The customer reported that the display is not visible and there is a reddish pinkish color to the display. There was no reported pt involvement. The device was returned to (B)(4) and evaluated by the philips repair bench. The reported symptom was duplicated. The display was replaced to resolve this issue. All performance assurance tests passed and the device was sent back to the customer.

Event description:
The customer reported that the display is not visible and there is a reddish pinkish color to the display. There was no reported pt involvement.